Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: complaint via email. Email(s) attached the customer advised that the needles are not operating as intended and they are unable to complete draws and injections. Many of their patients had to be re-stuck. Customer response received (B)(6) 2026: 1.the defect was not related to the needle or the plastic catheter itself. The issue appeared to be with the plastic connection port where the extension tubing attaches, specifically the soft/sealing component that is designed to prevent blood leakage. 2.yes, the catheter was properly placed, and the needle was successfully retracted. 3.yes, the catheter appeared to be occluded. Each time saline was flushed, blood and saline leaked from the connection area rather than flowing properly through the catheter. 4.no needlestick injury occurred. The "needlestick/puncture" designation was included because the device malfunction required multiple venipuncture attempts on the patients due to the catheter not functioning properly.